Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced supra ventricular tachycardia (svt). The right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead also exhibited undersensing. Both leads remain in use. No further patient complications have been reported as a result of this event.